Event description:
The customer reported that alarms did not sound when a male patient suffered a cardiac arrest. Further details form the nurse supervisor indicated that there was no cardiac arrest. According to the nurse supervisor, the blood pressure alarms did not sound at the bedside monitor (mx550) in box 16, when the patient had low blood pressure. According to the nurse supervisor, the saturation and heart rate alarms should have sounded next due to the hypotension, but the nurse supervisor was not aware that they sounded.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that alarms did not sound when a male patient suffered a cardiac arrest.

Manufacturer narrative:
This report was issued under the wrong registration number, please refer to report MFR# 9610816-2020-00045 correct report.